Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that multiple non-sustained ventricular tachycardia episodes were recorded with t-wave oversensing (twos) observed post sense.  The right ventricular (rv) lead remains in use.  No patient complications have been reported as a result of this event.